Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. A procedure recordings and an electronic device-use logs were available for evaluation. Visual inspection noted the unit had CT to body divergence. Functional testing found according to the analysis of the planning files, the marked target was not a solid nodule, and the target¿s volume was 0.003 cm3. Automatic registration analysis revealed CT-to-body divergence at the target lobe (rll). Patient sensors movement analysis showed movement during the registration. Pst movement can increase CT to body divergence and affect registrations result. No unusual events were observed during navigation analysis and no evidence of pneumothorax or a malfunction of the procedure application was observed during the analysis. It was reported that the patient had an extended hospital stay, and the system was inaccurate. The reported issues could not be confirmed. The most likely cause was traced to a known inherent risk of the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(Chest tube) pneumothorax is a known short-term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. The device return has been requested but has not yet been received. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the x-ray on the system did not show the same spot as the lg tip. Sd system was off. The bronch was completed without yield, however, the patient had a pneumothorax related to device. Patient had chest tube and 1 overnight hospital stay. The patient recovered and was bronched again 2 weeks later with no adverse events.